Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2012, the lay user/patient in (B)(6), contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feeling. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day (before each meal and before going to bed). The patient manages his diabetes with novorapid insulin (via insulin pump), based on a sliding scale (it is not clear if patient's insulin is based on food intake and/or his blood glucose reading). The patient's normal blood glucose range is not specified. The patient alleged that the issue began on (B)(6) 2012, at 1am (just before going to bed). Just prior to testing, the patient confirmed he was experiencing symptoms of hypoglycemia (sweating and shaking). The patient's previous blood glucose reading (with the subject meter) prior to the onset of symptoms, is not known and the time the patient obtained the previous reading is not specified; however, the patient indicated after obtaining his (previous) reading, he administered his usual dose of insulin (dosage not specified). At the time of the alleged issue, the patient indicated he obtained a blood glucose reading of "137mg/dl" with the subject meter. However, in response to his symptoms, the patient confirmed he consumed sugar and immediately felt better after administering self-treatment. The patient denied testing his blood glucose after the alleged meter issue began. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The csr noted that the subject meter was replaced by the patient's pharmacist and the patient no longer has the subject meter and test strips available. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no evidence of a delay in treatment.